Manufacturer narrative:
Eval: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with an scs system. It was reported that the pt experienced a sudden loss of stim around (B)(6) 2010. Several attempts were made to program the pt w/o success, and then an x-ray was taken. At that time, it was determined that the lead had migrated. On (B)(6) 2010, the physician attempted to reposition the octrode but failed to do so. The lead was explanted on (B)(6) 2010, and the pt referred for a paddle placement.